Event description:
It was reported that when using the bd pyxis¿ es server all stations were extremely slow. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system experienced significant slowness which was traced back to an outage affecting aws services. A technical support specialist (tss) connected with the customer and confirmed that the station was in critical override. The customer identified that one of their domain controllers had gone down overnight. The outage impacted the ability of the devices to authenticate users promptly, leading to dispensing delays. After confirming the root cause was on the customer¿s infrastructure, the tss proceeded with case closure.